Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2019. Corrected information: date of sample evaluation should be 1/2/2019 which is the alert date for the follow up.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2019. Evaluation: a detached needle was returned for analysis. During the visual inspection of the needle, swage and attachment area were noted to be as expected and there were marks on the body and needle tip that appear to be by use of a surgical instrument. Also a section of the needle tip was split. Per the condition of the sample received, the assignable cause of the needle breakage is suggested as an improper handling. An additional fractographic evaluation is necessary to determine the failure mode of the broken tip. The failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. The needle was received in one piece as it was not fractured into two separate pieces. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the evidence of the examination, the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle tip separated. There were no adverse patient consequences reported. No additional information was provided.